Event description:
Additional information received later noted that the first pump motor stall/shut down recovered after approximately 24 hrs and the second time did not recover. Patient had no symptoms related to event. Following replacement patient outcome was noted as no injury. It was also added that there was a suspicion for catheter leak at connector link but catheter was not evaluated. Following replacement the dosing was decreased from 1,400 mcg/day to 600 mcg/day. (Per another report this dose was too much and the patient experienced overdose symptoms, this has been reported in MFR report # 3004209178-2012-03768). Drug delivered via the device was gablofen.

Event description:
Patient reported that his pump never worked for him, that hcp kept increasing the pump, and at one point hcp changed the catheter and patient still had the same issue. The pump started to make a "beeping noise" and the pump was replaced. Patient said he was getting relief with "24 units". Per hcp, the patient had been continually receiving increases prior to the procedure due to the lack of effect. Hcp recommended to another hcp to discontinue the increases as they believed the lack of effect was due to a clogged catheter and was concerned that at the high dose the patient was on, when the new catheter was placed they would overdose. The medication was decreased by hcp twice before the procedure. The patient was on half the rate. On 2012 (B)(6) the dose was changed to 299.6 mcg/day. Prior to surgery the patient experienced withdrawal from the decrease in medication. The pump was replaced due to a catheter occlusion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed motor gear train anomaly and corrosion; catheter was not returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pump stalled on (B)(6) 2012 at 16:17 and recovered on (B)(6) 2012 at 16:44. Another stall occurred on (B)(6) 2012 at 8:08 and this time the stall did not recover. The patient experienced some increased stiffness but showed no signs of withdrawal. It was also suspected that there was a catheter occlusion (no details provided). The pump and catheter were both replaced. The pump contained lioresal 2,000 mcg/ml, 1,400 mcg/day. Further information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Continuation of medical concomitant: implanted: 2009 (B)(6), explanted: 2012 (B)(6). Product typ catheter product ID 8709sc lot# , serial# (B)(4), implanted: 2008 (B)(6), explanted: 2012 (B)(6). Product typ catheter product ID 8598a lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6). Product typ catheter. Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received.